Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery (rca), and a 5.00 x 20 mm synergy megatron stent was selected for use. However, during the procedure, the stent was placed into the guide liner and detached from the balloon while still within the guide liner, resulting in the stent appearing slightly crushed backward. The device was removed, and the procedure was completed with another stent of the same device. No patient complications were reported.